Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a stuck key failure code 500 as a result of holding down the key for more than 50 seconds. The event occurred during patient use but the process step is unknown. The hospital representative did not have information regarding whether there have been any reports of patient injury or medical intervention. No additional information is available.